Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 500s mg/dl. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.